Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of treatment and the treatment was cancelled. The warning occurred several times. The cause of the leak is unknown. The patient said there was about half a cut of fluid and did not see any holes or tears on the cassette. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. The complaint product sample was received on 06/13/2022 from the customer for evaluation, the sample was received without original package. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope two holes in the film was found, this kind of damage could have the following causes, pump door is sharp per closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, shipping or transportation damages the product. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of treatment and the treatment was cancelled. The warning occurred several times. The cause of the leak is unknown. The patient said there was about half a cut of fluid and did not see any holes or tears on the cassette. Fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.